Event description:
It was reported that "the nail and lag screw appear to have migrated superiorily. The dr wanted to remove the lag screw because of its migration into the acetabulum. The dr made an incision and inserted the lag screw inserter into the lag screw. He then made another incision and broke off the set screw. He then removed the lag screw, finally he tightened the set screw and left it in the nail."

Manufacturer narrative:
It is not known at this time if the devices will be returned for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report.